Event description:
Heal laa study with patient identifier (B)(6) . It was reported an air embolism and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro laa closure device with delivery system (wds) with a complete laa seal and deployed device diameter of 24.4 mm. Following recovery from anesthesia, the patient reported diplopia. An ophthalmologist and neurologist were consulted, and magnetic resonance imaging (MRI) was performed. The MRI identified a tiny punctate ischemic infarct at left mesencephalic tectum, where the third nucleus is located. The physician determined the stroke was due to an air embolism that occurred at an unknown point in the procedure. The patient was instructed to continue apixaban and aspirin and was discharged one day post index procedure.